Event description:
It was reported that a skin reaction had occurred. The wearable was inserted into the arm on (B)(6) 2026. On 06/19/2026, it was reported that the patient experienced a skin reaction with inflammation that extended beyond the patch perimeter, which occurred 2 days after the sensor had been inserted in the arm. Prior to sensor insertion the area was prepped with alcohol. The patient reported a lump-like swelling and stated that the doctor was unable to determine the cause. The patient was advised to try applying the device to the abdomen. The patient also mentioned that the doctor indicated the swelling might be due to an infection. The patient was prescribed unspecified antibiotics and advised to use topical patches and is currently undergoing treatment. The patient was diagnosed by their regular doctor because they are undergoing dialysis. No other details were provided. At the time of report, the patient¿s condition was unspecified. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).